Event description:
It was reported that the customer passed away due to asphyxiation from her own vomit. The customer was wearing the insulin pump at the time of death. It was stated that the customer was in the hosp. It appears that near the end, the customer was taken off of insulin pump therapy and treated with manual injections. The next of kin has agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.